Manufacturer narrative:
On january 2, 2019, additional information was received on the event. It was originally reported on december 28, 2018 that it was the physician¿s opinion regarding the cause of the adverse event is that it was related to the biosense webster, inc.product. However, per the additional information received, it stated that the principal investigator assessed this event as probably related to the biosense webster, inc. Product. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered transient ischemic attack (tia) requiring medication. Post-procedure, the patient developed neurological symptoms: numbness in hands and swollen hands. A magnetic resonance imaging (MRI) was performed to diagnose a disease or injury, the results were as follows: ¿lt. Occiput area, peripheral cortex tiny single change¿. Medication (pradaxa 150 mg) was administered. Extended hospitalization was required for neurologic monitoring. On post-procedure day 2, the patient was discharged after improving symptom. Physician¿s opinion regarding the cause of the adverse event is that it was related to the biosense webster, inc. Product. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.